Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient¿s previously existing scar was irritated under the lifevest equipment. Patient described the area as the clasp of the garment pressing into the scar and causing pain. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse placed gauze between the clasp and the scar. Follow up indicated that the skin irritation improved.